Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing discomfort at her scs ipg site. The patient's physician determined the ipg placement was not optimal. Surgical intervention may take place at a later date to address the issue.